Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed battery test. The customer changed the battery and was asked to re-enter the date. The patient's blood glucose at the time of incident was 13.0 mmol/l. Troubleshooting aws initiated and it was confirmed that the device's basal rates were intact. The customer stated that the device alarmed low battery today and that the battery was only three days old. The customer stated that the battery might have been warm from the insulin pump being in her purse, which might have caused the battery life to decrease. No further troubleshooting occurred, and no products were returned or replaced at this time.